Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of hypotension. The device was disposed and could not be return for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review for farawave device was completed and confirmed that the event of hypotension, additional intervention, medication required, unexpected diagnostic intervention, unexpected medical intervention and hospitalization or prolonged hospitalization were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion the cause not established cause code was selected based on the information provided within the event description. There is no evidence of device malfunction or unintended device performance, and based on the available information, a definitive cause for the event could not be established.

Event description:
Per clinical option-a study, it was reported that farawave catheter was selected for pulsed field ablation procedure. It has been mentioned that after the left atrial appendage occlusion (laao) procedure patient developed hypotension with low arterial blood pressure (abp). The patient was treated with dopamine infusion and normal saline administration. Abp continued to fluctuate. Dopamine infusion was increased and phenylephrine infusion was initiated. The systolic blood pressure was maintained with phenylephrine support. It was reported that the patient was off bisoprolol. Additional diagnostic test was performed. The patient was discharged to home 4 days after the procedure date. The procedure was completed using original device.